Manufacturer narrative:
H6- clinical code: 4581- significant reduction of iridocorneal angles h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with significant reduction in iridocorneal angles. In a separate visit the lens was exchanged for a shorter length lens. The replacement lens resolved the problem.